Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side device rupture discovered during surgery. The device has been explanted.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog through the photos provided. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional, changed, and/or corrected data: h.6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture. Device has been explanted.

Event description:
Patient reported left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a, h6 clarification to h6 (investigation findings, investigation conclusions): device photos were received and are under investigation.